Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and failed battery test on the insulin pump. Troubleshooting for failed battery test was performed. Customer received a failed battery test during normal use, replaced the battery and received a blank display. Customer replaced the device with a new battery and the display returned. Customer performed the self-test and passed. Customer was advised a replacement battery cap will be sent out. Troubleshooting for blank display was performed. Customer was advised to monitor the insulin pump until the battery cap arrives.